Event description:
It was reported that a patient underwent an incarcerated ventral hernia repair on (B)(6) 2012 and mesh was implanted. The patient underwent a reoperation on (B)(6) 2013. During the procedure it was noted that there were adhesions to the intestinal wall. The mesh was folded and there was not sufficient tissue ingrowth. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: photos of the actual device involved in this event were sent for evaluation. According to the photos and the explanted mesh received, the fixation of the mesh is considered to be inappropriate and inadequate.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.